Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "it was discovered during the revision that pt's stem was very well fixed. After numerous slaps (25-50), the piece fatigued at the threads and broke."